Event description:
Info received indicates the head end brake is not holding.

Manufacturer narrative:
The tech found the brake linkage at the head end was broken and the brake casters were worn. The tech upgraded the brake linkage and the worn casters to repair the stretcher.